Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient's mother contacted dexcom on 07/01/2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose meter and a hypoglycemic event that occurred on (B)(6) 2016. The sensor was inserted into the buttocks on (B)(6) 2016. Patient's mother stated that the patient's grandfather noticed the patient sitting up, non-responsive and then he collapsed. The patient was given soda afterwards and recovered. No further medical assistance was required. At the time of the event, the cgm was displaying 123mg/dl compared to bg meter reading of 45mg/dl. At the time of contact, that patient had recuperated. No additional event or patient information was provided.